Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: part: 07.702.040s. Lot: 2f53510. Manufacturing site: werk selzach. Supplier: osartis gmbh. Release to warehouse date: (B)(6) 2022. Expiration date: (B)(6) 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, patient underwent open reduction internal fixation (orif) surgery for trochanteric fracture. The surgeon checked the location of the tip of the lag screw and decided to use cement. Mixing cement was done with no problems, and a blue syringe was filled with the cement smoothly although there was a slight resistance when a white syringe was filled with the cement. The surgeon felt the cement was slightly harder than usual when filling the cannula with the cement, but the surgeon proceeded to inject the cement into the bone head because the cement came out the outlet in the cannula. About 0.5ml of cement was injected posteriorly / 0.2ml anteriorly, but no more, so the surgeon thought something was wrong and removed the cannula to check. It was found that the cement had hardened at the outlet in the cannula. The instruction were that the cement should be taken out of the refrigerator just before use, however, it was confirmed that the cement was left at room temperature in the operation room for eighty minutes before use. The room temperature was 27°c. The surgery was completed successfully within thirty minutes delay. Patient was stable. This report is for a traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).